Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit, and the mechanical operation of the catheter was damaged. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, upon slitting the delivery catheter approximately 10 centimeters of catheter end detached from the remaining catheter. The catheter was removed using the same slitter plus artery forceps to hold the cut end of the catheter. The reported event did not displace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.